Event description:
The doctor of a (B)(6) male pt contacted zoll customer support to arrange the return of the pt's equipment. Servicing of electrode belt sn (B)(4) revealed a reportable event. The electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt cable was damaged internally between the distribution node (dn) and the front therapy electrode (te). No adverse event resulted from the damaged cable.